Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 290 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer experienced an unspecified kidney issue. Customer was discharged, (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.